Event description:
It was reported that multiple episodes of non-sustained oversensing was observed due to post-paced t-wave oversensing. Programming changes were made. There were no adverse consequences to the patient. Device remains implanted.